Manufacturer narrative:
(B)(4). No sample is available for investigation. We have informed our manufacturer accordingly. A follow up report will be provided after their statement is available.

Event description:
(B)(4).